Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 37 found in history files on the event date 02/26/2024 12:05:39.000. Pump error 42 occurred on 02/26/2024 12:05:39.000 in history files. Pump error 43 occurred on 02/24/2024 12:45:37.000 in history files. Pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, and force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and scratched case. Pump error 37 was isolated to electronic stack. Pump error 42 was isolated to electronic stack. Pump error 43 was isolated to electronic stack. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received pump errors 37, 42, and 43. Troubleshooting was performed for the reported event. The alarm occurred during basal delivery. The customer confirmed that the insulin pump was not dropped, bumped, or exposed to a high magnetic environment. The customer was able to clear the error and rewind the pump successfully, and the pump passed the displacement test. The insulin pump passed the self-test and the error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump until a new battery cap arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.